Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call that they experienced a prime fill anomaly from their insulin pump alarmed. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting and was able to resolve the issue.